Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interfaceboard, reference board, motor, vibrator, and battery tube assemblies were found during visual inspection. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the button error alarm. The customer was kayaking when the button error occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.